Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
Patient called stating she had an ankle replacement done on (B)(6) 2014 and reported swelling. Additional information received from patient via phone: patient indicated that ever since she had her total ankle replaced she has been in discomfort, pain and her ankle seem to swell as well. She recently went to see different doctor and he seems to think the 2 components top and bottom are not aligned properly.